Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the carotid artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, after the balloon was inflated, it would not deflate even after multiple attempts. Another inflation device was tried but still wouldn't deflate. Finally, the physician was able to get the balloon in the transcarotid artery revascularization sheath and pull the whole system out with no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with an unknown sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a hole in the inflation lumen 43.3cm from the tip. Microscopic examination revealed that the inflation lumen is stretched 32.1cm to 43.2 from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the carotid artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, after the balloon was inflated, it would not deflate even after multiple attempts. Another inflation device was tried but still wouldn't deflate. Finally, the physician was able to get the balloon in the transcarotid artery revascularization sheath and pull the whole system out with no patient complications.